Manufacturer narrative:
B3: unknown; no information has been provided to date. E: phone number ext: (B)(6). H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A review of the event history log found record of a downstream occlusion alarm. Visual, functional and occlusion tests were performed, which the device passed. The reported problem was not duplicated. Contamination was found at the bottom of the rear case. However, no problem related to the complaint was able to be confirmed. The downstream occlusion (dso) sensor was replaced as a preventative measure.

Event description:
It was reported that the device had a downstream occlusion problem. There was unknown patient involvement/patient harm reported.